Manufacturer narrative:
The cause for the discordant na results is unknown.

Event description:
Customer reports sodium results are discordant when compared to another system. Customer states the difference in sodium results has not affected patient treatment.